Manufacturer narrative:
A ge service rep performed an on site investigation. The orbital power supply unit was replaced and adjusted during the service call.

Event description:
The customer reported that the 9900 system had a motion error when trying to rotate the c-arm. No pt injury was reported.